Event description:
It was reported that this patient called technical services indicating to have experienced what it felt like an electric shock presumably causing an unspecified kind of tachycardia. Technical services indicated the patient to perform a patient-initiated investigation. However, the patient's communicator seemed to have yellow lights flashing off and after troubleshooting was performed, the issue remained unresolved. The patient was then referred to her following health care facility. This cardiac resynchronization therapy pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. This investigation would be updated should further information be provided.